Manufacturer narrative:
H3: device evaluated by manufacturer.

Event description:
The ventilator suddenly shut down with alarm. When the ventilator was turned back on, it had defaulted to pressure control. Caregiver pushed the volume control button and it started flashing, however, it would not stay on volume control mode. The ventilator continued to ventilate pt, just on pressure control not volume control. Additional information obtained from pt's father: father said that it might be possible that during the rush to find out what was wrong, he may have not pushed volume control button twice to complete the switch back to volume control.